Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the paod (peripheral arterial vascular occlusive disease) procedure, the supporting catheter was fractured from the proximal when inserted into the patient. The physician used a new device for the procedure. There were no reported sections of the device left inside the patient¿s body or additional procedures as a result of this product problem.